Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5059849.

Event description:
It was reported that the patient was not getting adequate stimulation coverage. The patient underwent a revision procedure wherein the linear leads were adjusted. Nothing was explanted. The patient was doing well post operatively.